Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced "apathetic", "unresponsive", "could not eat, drink or walk", and was unable to self-treat. A non-healthcare professional performed a blood glucose measurement, with unspecified result, prior to having contact with a healthcare professional (hcp). The hcp provided unspecified for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software the sensor data was reviewed and an event log sensor termination was observed, indicating that the user removed the sensor late. Therefore, this issue is not confirmed to late sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced "apathetic", "unresponsive", "could not eat, drink or walk", and was unable to self-treat. A non-healthcare professional performed a blood glucose measurement, with unspecified result, prior to having contact with a healthcare professional (hcp). The hcp provided unspecified for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. The sensor date was successfully extracted using an approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor had recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, issue is not confirmed due to lsa (late sensor attenuation). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced "apathetic", "unresponsive", "could not eat, drink or walk", and was unable to self-treat. A non-healthcare professional performed a blood glucose measurement, with unspecified result, prior to having contact with a healthcare professional (hcp). The hcp provided unspecified for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.